Event description:
Additional information was received from the patient that reported that she doesn't ¿know what had popped, just something in the middle of the back.¿

Event description:
The patient reported they had their trial in for 2 days and it was wonderful. They then stated that they bent over and it popped, which is why the trial only lasted 2 days. The patient mentioned the trial was in 2016. No patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.